Event description:
Resident was being transferred from bed to chair via hoyer lift. Upper chain slipped off of the lift, and resident fell to floor. Resident sustained skin tears on right upper and lower extremities and a fractured rt. Clavicle. Treatment included medical evaluation at local hospital and evaluation of skin tears (at nursing home), application of clavicle splint. Nurses aides reviewed use of hoyer lift with staff development coordinator and lift was evaluated for possible malfunction by maintenance department staffdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, anticipated adverse reaction - short term, known short term complication of procedure, patient's condition - predisposed event. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by other facility staff, other. Invalid data - on device destroyed/disposed of status.